Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior vaginal repair, bilateral sacrospinous ligament fixation, posterior vaginal repair, perineoplasty, and bilateral labioplasty due to pelvic organ prolapse. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, recurrence of bladder and rectal prolapse, urinary retention, painful intercourse, fecal incontinence, ulcer in vagina, recurrent constipation, rectal bleeding, and physical pain/discomfort.

Manufacturer narrative:
It was reported by an attorney that the patient underwent enterocele repair with anterior approach, anterior colporrhaphy, bilateral retroperitoneal iliococcygeus colpopexy with surgiss biodesign overlay bolster, perineoplasty, and cystourethroscopy on (B)(6) 2014 due to recurrent vaginal vault prolapse and cystocele.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.